Event description:
A customer reported that the footswitch printed circuit board and cable were defective and caused footswitch failure during a cataract with intraocular lens implant procedure. The system was exchanged, but the same issue occurred with the second system. They had two footswitches, but neither footswitch worked on either system. Following a delay of two hours, the case was able to be completed with a third system. There was no harm to the pt. This is the second of two reports for this facility. This report represents the first system.

Manufacturer narrative:
There was no sample returned for evaluation and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause could not be determined conclusively. (B)(4).